Event description:
The customer reported that three hours into the procedure, they received an alert, 'pump3controlfault'. The run had to be aborted. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Terumo bct internal reference: (B)(4) .

Manufacturer narrative:
(B)(4). Investigation: an optia return pump motor was received from the customer for visual inspection revealed no anomalies. Return pump functional test and pump autotest performed. Return pump motor successfully completed the pump functional test and pump autotest (100x). However, grinding noise was detected during functional test and pump autotest at high speed. Machine also successfully completed 1hr saline run. Was able to duplicate the reported problem. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation: the returned pump passed the functional pump test but was grinding and noisy during testing. The cause may be related to design problems with the pump motor or component or manufacturing flaws from the supplier. Normal wear of pump motors over time may lead to these types of problems as well. Root cause: the root cause of the pump motor problems is design and manufacturing changes made by the supplier that have led to increased friction, interference, and wear among internal parts in the pump motor. Correction: the service technician replaced the return pump motor. The machine was functionally tested and returned to service. An internal CAPA has been initiated to evaluate and address ongoing issues with pump noise, pump grinding and seizing.